Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes cover is loose and it cause the specimen to leak. No patient impact was reported. The following information was provided by the initial reporter: the cover is loose, causing the specimen to leak.

Manufacturer narrative:
It has been determined that this MDR MFR. Report # 1024879-2023-0055 has been sent in error. MFR. Report # 1024879-2023-00575 was submitted to capture the issue. Supplemental 1024879-2023-00554 follow up 1 will be submitted to correct this record to not reportable as it is a duplicate.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes cover is loose and it cause the specimen to leak. No patient impact was reported. The following information was provided by the initial reporter: the cover is loose, causing the specimen to leak.